Event description:
The customer reported that the battery only lasted 10 minutes when fully charged. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery only lasted 10 minutes when fully charged. There was no report of pt involvement. The customer was sent a new battery. As of (B)(6) 2012 there have been no further calls concerning this issue. We will consider replacing the battery resolved the failure.